Event description:
The facility's supervisor reported a fail code 810:04. The supervisor did not have information regarding whether the failure occurred during patient use or biomed testing. The supervisor stated that there have been no reports of any patient incident involving this pump since the last baxter service event.